Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator's display was broken. There was no harm or injury reported. The device was checked by a third-party service center. During the evaluation, the display broken was confirmed. A request was made for the component to be returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a trilogy evo ventilator's display was broken. There was no harm or injury reported. The device was checked by a third-party service center. During the evaluation, the display broken was confirmed. There were no error codes observed and the air foam inlet filter was replaced due to preventive maintenance. The device was repaired and returned to the customer.